Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure, the acquisition processor (acq pc) failed to start. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
(B)(6). Investigation results. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: the investigation conclusion code of cause not established was selected. Based on a thorough review of the reported complaint, the cause of the reported event could not be determined.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure, the acquisition processor (acq pc) failed to start. The procedure was not completed due to this event. No patient complications were reported.